Event description:
Our customer has reported to us via distributor that the items were broken during the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.